Event description:
It was reported that during implant the helix retracted after being implanted on the right ventricular (rv) lead. The physician elected to use another rv lead. There were no patient consequences.